Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was implanted with hvad implant on (B)(6) 2016 during which he was transitioned from lvad c-mag to lvad hvad. Patient was hit positive and bivalrudin was used during the procedure. A clot was visualized on the c-mag lv cannula upon removal. On (B)(6) 2016 bedside nurse noted that the patient had right lateral gaze and was no longer responding to noxious stimuli on the left side of his body. A stat CT scan was performed showing a right hemispheric infarct with midline shift; right mca aca territory infarct. Neurology was consulted for possible intervention. The patient's inr was 1.5. The event is currently ongoing and the patient is currently stable and remains hospitalized.

Manufacturer narrative:
A supplemental report is being submitted for additional information. The patient identifier has been updated to rh. The ventricular assist device (vad) manufactured and expiration date have been updated as well. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information received in medwatch states that the patient had a myocardial infarction about 2 weeks before having the pump implanted. The implant was meant to be a bridge to transplant. User facility report number = (B)(4). User facility name, address, contact person = (B)(4). Type of report: initial. Date of report =06 jan 2017. Approximate age of device =3 months. Report sent to manufacturer =yes; 06 jan 2017. Manufacturer name and address = (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received in medwatch states that the patient had a myocardial infarction about 2 weeks before having the pump implanted. The implant was meant to be a bridge to transplant.